Manufacturer narrative:
Qn# (B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was manufactured at the tecomet, inc. Kenosha facility as part of a 50 pc. Lot in february of 2017. The returned instrument was evaluated as received and found that the handle to jaw mechanism was sluggish/binding and knob rotation mechanism was locations when closed thus we are able to validate this complaint. After the initial evaluation this instrument was properly lubricated and further evaluation showed that this instrument picks up, retains, closes and releases multiple clips as required of its function both with and without the use of silastic test tubing. Parts were 100% visually inspected and function tested at the tecomet, inc. Kenosha facility before instruments were sent to customer. No irregularities were found and or reported at the time of inspection and assembly of the product, as this is a standardized process for all instruments manufactured at this facility. At this time it is un- determined what caused the alleged issue, but it is suspected that the customer did not "lubricate" the instrument prior to sterilization as recommended in IFU (l06109 r04) supplied with the instrument which states "the instrument must be cleaned, lubricated, functionally checked, and sterilized prior to each use. Use a non-silicone, water-based lubricant prior to sterilization." No corrective action required at this time.

Event description:
It was reported that the jaws on the applier locked after applying the 3rd clip and could not be removed. The patient's condition is unknown at this time.

Manufacturer narrative:
Qn#: (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the jaws on the applier locked after applying the 3rd clip and could not be removed. The patient's condition is unknown at this time.